Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the patient connector was broken. Replaced patient cable, checked error log and no errors were found. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was found to have a broken patient connector. The epg was returned for service. There was no patient involvement.